Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to inserting the infusion set into scar tissue and not receiving the insulin needed, the customer was taken to the emergency room (ER) for diabetic ketoacidosis (dka) and a blood glucose (bg) level of 300 mg/dl. The customer received fluids and insulin while at the ER, and left the ER with a bg level of 122 mg/dl, and feeling better. No additional information was provided. The type of infusion set used was not provided. Although requested, additional information was not provided.